Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was confirmed. As received, the charger was unable to recognize test battery packs and was resetting. Upon evaluation, the u104 and u1003 processors were intermittent and the y1 crystal oscillator was open. The cause of the resets and inability to recognize a battery pack is the defective components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not recognizing the battery packs.